Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited a lead integrity alert and elevated sensing resulting in high-rate non-sustained episodes. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179714.